Event description:
It was reported that the connection of the yume set and transfer set was not fitted into the continuous ambulatory peritoneal dialysis (capd) connection collar. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.